Manufacturer narrative:
Submit date: 03/13/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gastro intestinal tube. The customer reported that upon opening the package the tubing was badly kinked. It was to the point where it could not be used. This is the third occurrence in the same item/different lot numbers that this customer has encountered.

Manufacturer narrative:
Submit date: 3/13/2017. The report refers to product code 8888750018 arg edlich gast lav try lrg 11.2mm with lot number 162460006. The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and qa documentation. Three samples were received and a visual test was performed. The reported condition was confirmed; the tubing presents a kink. The possible root cause could be related to the packaging process if the operator took the tube and did not properly place it within the individual package causing the reported condition. No corrective actions will apply as there is no trending related to the issue reported, however a quality alert was generated to notify manufacturing personnel about this situation. This complaint will be used for tracking and trending purposes.